Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was found with error code 46446. The device is currently end of life. There was patient involvement but no patient harm.

Manufacturer narrative:
H7, h9: updated. The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. No event history log provided. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.